Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she sustained an injury on her rib due to the use of a sensor and has been unable to use any sensor. The customer indicated that she went to a hospital regarding this health issue and for high blood glucose. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensor and customer was advised on proper placement and insertion technique. The customer was advised to follow up with her doctor regarding the high blood glucose and the sensor. The customer was advised that the device would be replaced.